Event description:
A private duty care nurse, she went on vaction with the pt to care for her needs. Nurse was concerned with the beds condition; it was old and rickety. Bed panels were very loose, rust was visible, and the rails would not go down they looked like they were welded there. Nurse pulled bed out from the wall so she could show pt how loose and rickety the bed was when the panel just came off the bed and hit her foot. Injury was a broken foot to the nurse. An incident report was done and then took bed to the warehouse.